Event description:
It was reported by the purchasing specialist that the intra-aortic balloon ('iab') was prepped per instruction. The super arrow-flex ('saf') sheath was inserted into the patient's femoral artery. The md was inserting the iab into the saf sheath when the iab became stuck. The md removed that iab and the sheath as one unit. Another iab was inserted without incident. There were no reported pt complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.